Manufacturer narrative:
A photo was returned and shows front rear barrel separation. Forty-eight samples were received and the evaluation did not confirm front/rear barrel separation. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) was opened for this device.

Event description:
It was reported that the wings disengaged from the needle on a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter during use. No injury or medical intervention.